Event description:
It was reported that while in the intensive care unit the md inserted the sheath via the pt's femoral artery. According to the md the sheath and spring wire guide (swg) were inserted without difficulty with "good flush back." As the md was inserting the intra-aortic balloon (iab) over the swg and into the sheath the iab became stuck. It is unk if the iab stopped progressing forward after clearing the sheath slightly or if the iab stopped advancing and became stuck inside the sheath. The iab was removed and using the same insertion site another arrow iab was inserted. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a ten minute delay in intra-aortic balloon pump (iabp) therapy and at this time, the pt's blood pressure dropped. The second iab was inserted and the pt was now okay. The pt expired a few hours after the insertion of the second iab catheter due to vt/vf (ventricular tachycardia and ventricular fibrillation). CPR (cardiopulmonary resusitation) was done, pt not revived. Per the md the pt did not expire due to the delay in iabp therapy, it was due to vt/vf.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.